Event description:
The patient stated: "my last set (#10) broke my front tooth. I had it repaired today at the dentist and put my aligners back on and it chipped off the repair. I can't continue to wear them and keep breaking off my front tooth. That's the worst chip spot but it also chipped one of my front bottom teeth in the middle and the back of my other front tooth (not visible)."

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.